Event description:
Donor unit # (B)(6).

Manufacturer narrative:
This report is being filed to provide addtional information in investigation is in process. A follow-up report will be provided.

Event description:
The customer did not provide residual wbc information for this event.

Manufacturer narrative:
This report is being filed to provide in investigaton: the run data file (rdf) was analyzed for this event.root cause: the run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. There were noevents (alerts, adjustments, changes in pump speed, substate changes, etc.) During theprocedure that could have caused wbcs to escape from the lrs chamber. No qc data was madeavailable at the moment of investigation.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A followup report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.